Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information, the ins was replaced due to normal battery depletion. The leads were explanted and replaced due to high impedance readings on all contacts. The ins site was also painful for the patient. It was reported as no patient injury.